Event description:
2 of 3 reports. Other mfg report numbers: 3013886523-2022-00276, 3013886523-2022-00278. A facility reported when connecting the directlink for pic measurement the light does not turn green (stays orange). Medical staff tried changing both monitors and direcrlinks, but the problem remained. On the fourth sensor, the system worked properly. The patient was not monitored for 1 hour. Relevant answers to clinical questionnaire: did the failure occur during patient movement (i.e. Reposition, transport, out of bed for bathroom, ambulate, chair, etc.) Before. Did the patient receive an MRI or CT scan before the failure occurred? CT scan. What was the mean icp before the ¿event?" Icp value: na. What was the icp waveform quality before the ¿event?¿ (if connected to patient monitor) the problem started before the icp measurement. What is the icp waveform quality after the ¿event?¿ over the limits. When the failure occurred, was the integra/codman icp monitor plugged into the wall?yes. When the failure occurred, was the integra/codman icp monitor connected to a patient monitor? Yes. If yes, provide patient monitor make & model, model: philips. Oes the icp value on the integra/codman icp monitor match the icp value on the patient monitor? The problem started before the icp measurement. When the failure occurred, where was the integra/codman icp monitor positioned? Bed. Provide a description of any unusual events or issues that occurred during the implantation or during the patient care, none. Describe the quality of the insertion, catheter and perforator drill.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10 cerelink microsensor was not returned for evaluation (discarded); therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.